Manufacturer narrative:
"(B)(4). Revoked asr exemption number e1997036 . Report late due to asr to individual reporting transition. Nobel biocare is both the manufacturer and importer and no report from the importer to the manufacturer is needed."

Event description:
Implant failed due to failure to osseointegrate.